Manufacturer narrative:
Citation: so cy et al. Position of strut crossing matters: stent fracture during rescue chimney stenting for coronary occlusion in tavr. Jacc cardiovasc interv. 2020 nov 9;13(21):e189-e190. Doi: 10.1016/j.jcin.2020.08.017. Epub 2020 oct 14. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient (weight (B)(6) kg) with severe aortic stenosis who was transferred for transcatheter aortic valve replacement after balloon aortic valvuloplasty (bav) for cardiogenic shock three weeks prior. A 26 mm medtronic evolut pro transcatheter valve (serial number not provided) was implanted without pre-emptive coronary protection. Following a post-implant bav with a 22 mm non-medtronic balloon, coronary angiography revealed near complete left coronary sinus occlusion caused by a calcified native aortic valve leaflet. The left main coronary artery was rescued by advancing a non-medtronic wire over a 4.0 guide catheter through a high strut on the evolut pro. Intravascular ultrasound confirmed compromised left coronary sinus entry at the sinotubular junction. A drug-eluting stent was implanted ¿chimney¿ out from the left anterior descending coronary artery through the high valve strut into the aorta. After final angiography and vascular closure, the patient developed cardiogenic shock with new anterior wall hypokinesia. Repeat aortography showed a coronary stent fracture at the sinotubular junction with a prolapsed calcified leaflet jeopardizing coronary filling. Subsequently, a non-medtronic wire and a 3.0 guide catheter were engaged through a lower valve strut and two overlapping drug-eluting stents were implanted ¿chimney¿ out of the left main coronary artery. Final intravascular ultrasound and angiography exhibited good luminal area and coronary flow. The patient remained stable and was discharged two days later with complete recovery of left ventricular function. No additional adverse patient effects or product performance issues were reported.